Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the wrong power lens being implanted. The lens was replaced with the same model, different diopter lens. In a follow up, the surgeon reported the lens did not cause or contribute to the event. The event resolved following the lens exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2011 and 10/14/2011 by phone, fax, and mail. A completed questionnaire was received on 10/19/2011. (B)(4).